Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump alarmed indicating that the cassette was not properly attached. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. There was noted contamination by the dso sensor seal position and the lcd lens screen is slightly cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported problems could not be replicated during testing. No fault was found with the system but the dso sensor was replaced and the software re-install as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.